Manufacturer narrative:
Device evaluated by MFR: the sterling device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed no issues. No abnormalities or foreign materials were found. Inspection of the remainder of the device presented no other damage or irregularities. The site provided a photo, the photo showed a dark spot inside the pouch next to the hoop. The device was returned in just the hoop no pouch was found, and it was unable to determine the foreign material. This concludes the product analysis.

Event description:
It was reported that device contamination occurred. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was selected for use. However, upon inspection of the device, a paper-like fragment approximately 1mm in size was found adhering to the hoop. The procedure was completed with another of the same device. No patient involved when the issue occurred.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device contamination occurred. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was selected for use. However, upon inspection of the device, a paper-like fragment approximately 1mm in size was found adhering to the hoop. The procedure was completed with another of the same device. No patient involved when the issue occurred.